Manufacturer narrative:
H3: device received. Analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that the apollo tip prematurely detached, and there was not a separate break. There were no further plans to retrieve the tip, and no note of vessel calcification. No other kink/damage was noted on the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo 3 cm tip broke off as they were trying to advance up in the middle meningeal artery. Prior to onyx, even being injected. Healthcare provider (hcp) left the catheter tip in the artery and took out the apollo. Hcp passed the tip with the duo catheter from microvention and embolize onyx through the duo covering the catheter to keep it in place with onyx. There was catheter separation/break during use. There was no  friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The break location was distal. The 3cm tip remains in the middle meningeal artery , but is casted by onyx. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of arterial venous fistula. The access vessel was the femoral artery with a vessel diameter of 4mm.  It was noted the patient's vessel tortuosity was severe. Ancillary devices include a midway 43 guide penumbra asahi 10 wire guide catheters.

Manufacturer narrative:
Product analysis: the apollo catheter distal tip was found detached from the catheter and not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.